Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the investigation results of flare detached. Investigation results: visual evaluation of the returned device found the flare detached and the catheter slightly kinked in the extreme of the strain relief and near the dongle. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. Due to anatomical/ procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to extend from the sheath. The physician straightened the scope and attempted to extend the snare but it failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.